Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic cholecystectomy with grams and liver biopsy procedure, the sonicision tip broke off in the patient. The surgeon was able to easily retrieve it without any patient injury.